Manufacturer narrative:
The company evaluated the following: 1) the physician feedback 2) catheters from fg inventory from subsequent lots and 3) the performance of the catheter in an animal model. In all cases the product met the specificaiton and/or performed as intended.

Event description:
A male with a diagnosis of barrett esophagus and high-grade dysplasia underwent endoscopy with ablation of the dysplastic epithelium with the halo360 system. At the time of treatment, the pt was noted to have a narrowing of their distal esophagus, within the barrett segment. The procedure was performed in an out-patient manner. There was no malfunction of the device observed. Within a few hours of the procedure, the pt had symptoms consistent with esophageal perforation. This was confirmed on radiographic study. The pt was taken to the operating room, where the segment of the esophagus containing barrett disease and high-grade dysplasia was removed. The pt continues to recover from surgery. The perforation was acute in nature, and not a result of ablative injury.